Manufacturer narrative:
H3 other text : device is still bring returned.

Event description:
It was reported that the device got hot and burned a patient during a case at the user facility. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : device not available for evaluation

Event description:
It was reported that the device got hot and burned a patient during a case at the user facility. Multiple attempts were made to obtain additional information. The user facility was not able to provide any further information regarding the reported event.